Event description:
It was reported that over the past month the patient would feel stimulation shut off. The patient would check with his programmer and would have to turn the device back on. It was noted that the patient had not tried increasing stimulation to see what would happen. The patient planned to contact his hcp about a possible replacement. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead, model 3998, lot# j0511541v, implanted: (B)(6) 2005, explanted: na. Lead, model 3986a, lot# n0026640, implanted: (B)(6) 2007, explanted: na. Extension, model 7489, serial# (B)(4) implanted: (B)(6) 2005, explanted: na. Extension, model 748951, serial# (B)(4), implanted: (B)(6) 2005, explanted: na. Programmer, model 7435, serial# (B)(4).